Manufacturer narrative:
(B)(4). Manufactured september 9, 2013- september 11, 2013. A photo was received for sample evaluation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. During photo evaluation, broken tubing was verified. The cause of the condition could not be determined. A CAPA has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the distal end of a luer lock broke off the tubing of a small volume intermate. There was no patient involvement. No additional information is available.